Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented to the hospital and a chest x-ray revealed no signs of pneumonia. The patient was afebrile, and the patient was discharged with normal white blood cell count (wbc). The following day, the patient presented to the hospital with respiratory dysfunction, shortness of breath (sob), elevated wbc and fever. A chest x-ray revealed pneumonia. The patient was not tested for covid-19 at the time as their wbc was too high. It was further reported that the site was unable to tell what heart rhythm the patient was in or if they even had one. Cardiopulmonary resuscitation (CPR) was started, and the patient was intubated immediately. Upon intubation, the patient went into ventricular tachycardia (vt) and the site continued CPR for two hours. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection, respiratory dysfunction and cardiac arrhythmia are known potential complications associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital and a chest x-ray revealed no signs of pneumonia. The patient was afebrile, and the patient was discharged with normal white blood cell count (wbc). The following day, the patient presented to the hospital with respiratory dysfunction, shortness of breath (sob), elevated wbc and fever. A chest x-ray revealed pneumonia. The patient was not tested for covid-19 at the time as their wbc was too high. It was further reported that the site was unable to tell what heart rhythm the patient was in or if they even had one. Cardiopulmonary resuscitation (CPR) was started, and the patient was intubated immediately. Upon intubation, the patient went into ventricular tachycardia (vt) and the site continued CPR for two hours before calling it. An autopsy was refused by the family and the cause of death was not provided.